Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2016 in fdi 45 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility and bleeding. No further patient complications were reported.